Event description:
It was reported that prior to use label was discovered missing with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, translated from japanese to english: label was missing on a shelf carton.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use label was discovered missing with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, translated from (B)(6) to english: label was missing on a shelf carton.